Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2,000 mcg/ml at 99.9 mcg/day via an implanted pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported the event/difficulty occurred on (B)(6) 2018. The patient had a return of spastic symptoms and a MRI revealed the catheter was no longer in the intrathecal space. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted actions/interventions taken to resolve the issue included a catheter revision and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient¿s weight was asked but unknown and the patient¿s medical history was asked and would not be made available. The patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.